Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 510 mg/dl which was addressed with the customer changing supplies and resuming insulin delivery. Reportedly, troubleshooting could not be performed as the customer already changed supplies.